Event description:
It was reported that during a laparoscopic gastro sleeve resection procedure, the doctor checked with the tissue thickness and decided to use blue reload for transection. The first reload was fired without any abnormality but found there is a tissue strap (please refer to the photo). Afterwards, second blue reload was fired. There was also no abnormality noticed but when examined the staple line, the doctor found there we're two little holes on the staple line. Some bleeding was noticed and so used diathermy to stop the bleeding. For the 3rd to 6th firings, the staple lines are ok.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with six ecr60b cartridge reloads present. Cartridge (b) was received fully fired and in good visual condition. Cartridge (c, d) was received fully fired and in good visual condition. Cartridge (e, f,g) was received and in good visual condition. In addition the returned reloads were disassembled to verify the condition of the internal components and no anomalies were noted; no damage on deck was found. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device performed without any difficulties noted during the functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process. Based on the photographs of the ec60a firings with blue staple cartridges, feel the complication experienced was probably the result of a tissue thickness to staple cartridge selection mis-match.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did the device fully cut and staple partially; staples missing? Fully cut. Was a leak confirmed? No. Was the device fired over an existing staple line? Yes. Were any unexpected noises heard? If yes, when? No. Were there any issues with removing the device from the tissue? No. How was the case completed? Used diathermy to cut the tissue strap and check the leakage. Continued to use ec60a for other firings. What is the current status of the patient? Stable.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: the patient was kept in the surgical ward as a normal practice. In addition, no special care and altered treatment to that patient during the hospital stay.